Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The infusion set self adhesive comes loose. It comes off by itself. The customer disposed of the used infusion set but will forward another one of the same lot. Infusion set replaced and requested for investigation. No adverse event alleged.